Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor due to a damaged esd700 diode array on the distribution node pca. The root cause for the damaged diode array could not be positively identified. There was no adverse event that resulted from the damaged belt.